Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) would not interrogate with a consult device, and it was determined that the crt-p had entered safety mode. In addition, the patient experienced stimulation as a result of unipolar pacing while the crt-p was in safety mode. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p will be returned for analysis.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) would not interrogate with a consult device, and it was determined that the crt-p had entered safety mode. In addition, the patient experienced stimulation as a result of unipolar pacing while the crt-p was in safety mode. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p will be returned for analysis.